Event description:
It was reported that this left ventricular (lv) lead was explanted one month post implant due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lv lead failed to capture. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted one month post implant due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.